Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately two weeks post implant by the patient that one of their leads had dislodged. The lead was scheduled for revision and remains in use. No patient complications have been reported as a result of this event.